Manufacturer narrative:
Concomitant products: extension set; spike adaptor; 250ml hospira bag no. 07983225, lot 60-013-jt exp 20170601 0.9% sodium chloride; 500ml b.braun, ref l8001, lot j5a334 exp 07/2017 0.9% sodium chloride; therapy date (B)(6) 2016. The customer¿s report that an IV set leaked was confirmed. Visual examination under magnification revealed a small tear in the silicone tubing distal to the upper fitment¿s retainer ring. There was no evidence of crush marks or damage to the upper and lower fitments or to the remainder of the set and its components. Functional testing was not performed due to the obvious damage. The cause of the leak was a small tear in the silicone tubing distal to the upper fitment¿s retainer ring. The cause of the tear is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from an IV set above the upper fitment during an infusion of etoposide 107 mg., doxorubicin 21 mg and vincristine 0.7mg in 500 ml of normal saline at 23 ml/hour. The chemo leak required a special clean up protocol but there was not harm to the patient.